Manufacturer narrative:
Event: "glare and halos were observed." Should be added in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -12.00/2.0/091 implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. It was reported that the exchanged lens resolved the problem but "still a little high vault".